Event description:
A reporter called to submit a report for twist automated insulin pump malfunction. The reporter said she works for the company and she said the pump has a defective cassette which leaks insulin into the pump. She said if the insulin comes in contact with electric wire, it fries the pump and she said that is a safety risk if it happens if the person is asleep. She said, she brought this issue to the attention of the management people in her company but nothing has been done. She said she is afraid of losing her job but she decided to report it to protect the users.